Manufacturer narrative:
Updated fields: h6 and h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation there are multiple factors that may have contributed to the cutting wire breakage. 1)due to the factor described below, spark discharge between the tissue and the electrode occurred during output activation. The high-frequency output is set too high. The output setting for activation was too high. The electrosurgical unit was used in coagulation mode. The output activation time was too long. 2)high heat caused by spark discharge was locally applied to the tip and the electrode. This caused the adhesive strength of the adhesive agent which affixes the cutting knife and the tip to decrease. 3)a force to perform tissue incision was applied to the tip. Due to the description stated above 2, the adhesive strength of the adhesive agent decreased causing the tip detachment. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: "¿ when the electrosurgical unit is used in the coagulation mode, crack/detachment of the tip and the electrode or deformation/break of the cutting knife could occur, for example when the high-frequency output is set too high or the length of the contact between the cutting knife and tissue is too short. During treatment, always ensure that the slider slides on the handle smoothly and that the electrosurgical knife observed in the endoscopic image is normal. Should cracks or detachment of the tip or deformation/break of the cutting knife be detected during use, immediately shut off the power supply, discontinue the procedure, pull the slider and withdraw the endoscope from the patient with the cutting knife retreated in the insertion portion of this instrument. Do not continue using an abnormal electrosurgical knife to prevent perforation or hemorrhages. If the tip or cutting knife is detached be sure to collect it using grasping forceps. Aspirate fluids such as mucus that adhere to the electrode and/or the cutting knife, outer sheath and body cavity tissues. Patient injury such as punctures, hemorrhages, mucous membrane damage and thermal injury of tissue could result if output is activated when in contact with these adhering fluids. When current is discharged while the cutting knife is being separated from the mucosa under wet situation, it may break the cutting knife or crack the tip. Always operate the electrosurgical unit at the minimum output level and for the minimum time necessary to successfully complete the procedures. Excessive output level and time may result in patient injury, such as punctures, hemorrhages or mucous membrane damage. Application of high-voltage waveforms for extended periods increases the likelihood that it may break the cutting knife or crack the tip. When a high-voltage waveform has to be used, minimize the duration of current application.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus. Inspection confirmed that the tip was detached, and the detached tip was not returned for investigation. The adhesive to connect the tip was applied to the entire tip of the electrode, and there was no problem with the amount of adhesive applied. The electrode and the cutting knife were blackened and had foreign matter on them. There were no abnormalities on the other portion, such as the insertion portion. Additional information obtained through follow up noted that the reported event occurred in the middle of the procedure, no products have been replaced with other equipment. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that after applying power during an endoscopic submucosal dissection (esd) procedure, the operator noticed that the use electrosurgical knife tip was detached once operator removed it from the endoscope to wipe it off. After switching to another single use electrosurgical knife and energizing it, the doctor confirmed on the screen that the tip was attached to the transparent endoscope hood, the single use electrosurgical knife was removed and replaced with a third single use electrosurgical knife, and completed the procedure without delay. Both of the advanced chips were uncollected. There was no patient injury or medical intervention associated with this event. This event includes two reports: report with patient identifier (B)(6)- model kd-611l lot 2zk27 (knife tip detached and removed from scope) 1 of 2. Report with patient identifier (B)(6)- model kd-611l lot 2yk02 ( knife tip attached to the scope hood) 2 of 2. This report being submitted is for report with patient identifier (B)(6)- model kd-611l lot 2zk27 (knife tip detached and removed from scope) 1 of 2.